Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The physician noted that the hydrogel was in the right position and showed food bi-lateral placement. The patient began radiation treatment was on (B)(6) 2023, the same day the patient began experiencing urinary tract infection (uti) symptoms. The patient was prescribed antibiotics on (B)(6) 2023 which resolved the symptoms. Later during the fifth fraction of radiation treatment, the patient began experiencing constipation symptoms, therefore the physician reviewed the cone beam computed tomography (cbct) that showed the hydrogel was in the rectum. The physician decided to continue the radiation therapy without the hydrogel. By early march, the patient was complaining of constipation and rectal pain. Therefore, a magnetic resonance imagining (MRI) was performed, the image showed a rectal fissure and confirmed that the hydrogel was done. The physician prescribes him miralax to address the situation. The patient's current condition is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite additional information requests.

Manufacturer narrative:
The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day.